Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: device not returned yet.

Event description:
There was no patient involved. Red status indicator following self test

Event description:
There was no patient involved. Red status indicator following self test.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the (B)(6) 2015. On the (B)(6) 2018 and the (B)(6) 2018, information from the technical log indicates the shock key had either been ¿stuck¿ or held down by an external force, as the device alternates between failing and passing multiple self-tests during manual power ups. This resulted in the device powering off with a flashing red status led and a ¿warning device service required¿ message along with a failure chirp as per the reported fault. No fault could be measured or observed with the shock key line and shock button. The device was temperature cycled between 0-50°c for 48 hours while performing a self-test every 20 minutes, this equates to approximately 33 months of normal operation without fault. The fault was only replicated by holding in the shock key during a self-test at the start of a manual power cycle. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.